Manufacturer narrative:
Inspection of returned device showed that it failed along the inside fold of the back seal of the pack. In reviewing mfg records the machine operator made unauthorized adjustment to sealing temperature for this back seal. This caused a weakness along the inside fold, which lead to the pack to break along this fold. Contact was made with (B)(6). All of this lot number was removed from the facility and destroyed. No other lots were affected. Operator/employee has been retrained in correct procedures in the mfg procedures requiring supervisor notification of out of spec settings.

Event description:
Multiple reports in past (B)(6) within this facility for leaking ice pack after activation. All leaks identified to one lot number 8405-1. One exposure to eyes occurred requiring follow-up through employee health. Contents: (B)(4). No pt involvement. Manager reports that the pack appears to be leaking for the back seam of bag. What was the original intended procedure? Activation of ice pack. Device usage problem: device failed (e.g. Broke, couldn¿t get it to work or stopped working.